Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a procedure at l3-l4 and l4-l5 using peek interspinous spacers to treat lscs. Immediately post-op, "the patient outcome was good", but the patient complained of "wound pain and discomfort, especially around l3-l4 in supine position, at the third day post-op". According to the report, the pain is tolerable and does not affect the patient's daily life. The primary symptoms, including "intermittent claudication", improved. X-rays taken immediately post-op and 3 days post-op, showed "a position of the peek ring seemed to be different. No dislodgement of the implant was confirmed." Per the surgeon, "the ring seemed to be spun freely". No additional treatment will be given to the patient, according to the report. No other patient complications were reported.